Event description:
It was reported that the capacitor charge time limit was reached. The device was explanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.